Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h11. Additional information: intuitive surgical, inc. (Isi) did not receive the green sureform 60 reload to perform failure analysis. Isi received the sureform 60 black reload for fa evaluation. Log review confirmed that the stapler reload was not involved in a firing failure. Visual inspection found the stapler reload knife, was exposed within the knife track near the distal end. This position does not correspond to the firing completion percentage, indicated in the procedure logs. Further inspection revealed there was a staple lodged ahead of the blade¿s stopping point, which could prevent the blade from completing its full firing trajectory. Additionally, both the cartridge and the knife exhibited signs of damage. A piece of the cartridge was also found wedged in front of the exposed knife, causing it to jam. After removing the cartridge piece, the knife was inspected and found to be damaged, with mechanical indentations observed on the stapler reload blade. The stapler reload cover was removed and the shuttle was pulled forward, allowing access to the knife. Further damage to the blade was confirmed upon inspection. Isi received the sureform 60 stapler instrument for fa evaluation. The stapler instrument was tested in-house, and passed initialization, clamping, firing, and unclamping. It successfully fired a black sureform 60 reload, and the cutline appeared smooth and consistent; with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, visual inspection of the stapler instrument found the snake wrist cable loose from its original position and appearing hanging at the proximal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument, was installed on the system 6 times and fired 6 stapler reloads (1 black, 3 green, 1 black, 1 green, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the black stapler reload via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On installs 2-5, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, however as the e-stop was utilized during the firing and was not recorded in the logs. The logs show an error code, approximately 20 seconds after the completed clamp. Two additional instances of the error code are seen in the logs, approximately 20 seconds and approximately 6 seconds after the previous use of the e-stop. There were no additional errors in the logs. A review of an image provided by the customer shows a sureform 60 stapler instrument with a green sureform 60 reload installed. The green stapler reload has been partially fired, and the blade is exposed between the 30mm and 20mm laser markings along the channel. As the last firing of the procedure was not recorded due to the use of the e-stop, and no other firings during the procedure were partially completed, it is likely that the e-stop was utilized during the firing of the green stapler reload. It could not be confirmed if the cartridge is damaged near the 40mm laser marking or if the plastic bag is distorting the image. .

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, while using a sureform 60 stapler instrument with a green sureform 60 reload, the blade only partially cut the tissue, causing it to be pushed forward and scrunched rather than properly stapling and cutting. There was no bleeding as a result of the incident. To resolve the issue a backup sureform 60 stapler instrument with a black sureform 60 reload was utilized; however, a similar incident recurred. The issue was ultimately resolved using a third-party endo gia stapler instrument. A drain was preventatively placed, and the procedure was successfully completed robotically. Additional information has been requested; however, no response has been received. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-38431 for MDR submission of the adverse event/malfunction related to using a sureform 60 stapler instrument with a black sureform 60 reload, the blade only partially cut the tissue, causing it to be pushed forward and scrunched rather than properly stapling and cutting.

Manufacturer narrative:
Updated sections: a2, h2, and h11. Additional information: no additional tissue removal was required and the patient did not experience any post-operative complications. Patient bmi: 40.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: the previous stapler instrument failure analysis (fa) was associated with a sureform 60 black reload. The stapler instrument fa detailed below, is associated with a sureform 60 green reload. Intuitive surgical inc. (Isi) received the sureform 60 green reload for fa evaluation. The stapler reload was found with the knife exposed within the knife track near the distal end. Log review confirmed that the stapler reload was not involved in any firing failures. Additionally, the stapler reload blade exhibited mechanical indentations. The stapler reload cover was removed, and the shuttle was pulled forward to allow access to the knife. Visual inspection confirmed damage to the blade; however, no damage to the cartridge was observed. Isi received the sureform 60 stapler instrument (lot number: k10250410-0319) for fa evaluation. It was installed onto an in-house system and fired on test foam using an in-house sureform 60 white reload. The stapler instrument operated successfully, resulting in a smooth and consistent staple line with no jagged edges or tearing observed. All staples were fully deployed and properly formed into the b-shape. Review of the logs indicated no errors. Additionally, a loose snake wrist cable was noted at the proximal and distal ends of the stapler instrument. The wrist cover was opened for further inspection, and no broken cables were identified. There were no engagement failures recorded in the logs, and the stapler instrument passed the engagement test during in-house evaluation. Inspection of the clamping pulley revealed no damage.

Event description:
Refer to h11 for follow-up information.